Manufacturer narrative:
MDR 1000317571-2021-00118. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that the tubes were dented and greasy but no leak from tubes was found. The products were not used. A photograph depicting the issue was received from the complainant.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6) 7815 national service road suite 600 greensboro, nc 27409 (B)(6) . A batch record review has been completed and there were no discrepancies. Pm logs were checked and all pm's were completed with no discrepancies. Affected amount: 2pcs. Duoderm paste 30g was manufactured under sap number (B)(4) and manufacturing lot number 9m00773. Lot # 9m00773 was sterilized under lot 2173-7261a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and the products were released. The production process, in process testing and packaging of products was run in accordance with pi12-021 ver. 25.0 for the paste filler. Visual inspection in accordance with br12-021 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 9m00773. There are 3 complaints for the affected lot but are for different issues. 6 photographs have been received for this issue and have been evaluated in accordance with wi-(B)(4). The photographs confirm the product and show the discolouration of the carton. There are no holes on the tube or the seal of the tube. It appears that there is excess paste within the crimp area of the tube and this is what has leaked out onto the tube/carton. This product has since been discontinued therefore, no further action is required due to the manufacturing line having been removed from deeside. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.